Event description:
The device fired, unable to verify if staples were discharged. The knife did cut lung tissue. Tissue was over-sewn. In 05/2006 additional info states the operation took at least an extra 30 minutes.